Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer posted on an online blog, that she has been experiencing blood glucose levels greater than 300 mg/dl. The customer stated that every times she changes the infusion set, the cannula is bent, but the insulin pump has not given her any no delivery alarms. Found that the customer is very active, and has lost 20 lbs. Called the customer and offered troubleshooting on the insulin pump, but customer declined. Nothing further was reported.